Manufacturer narrative:
The device was returned to animas and investigated by product analysis on 09/12/2016 with the following findings. On examination, there was visible moisture inside the battery compartment and the battery compartment was cracked from the threads to the grip pad. Leak testing failed due to moisture leakage at the battery compartment crack. Unrelated to the original complaint, the audio bolus button cover was torn and the button was unresponsive. Examination of the pump¿s interior compartment revealed moisture damage to the continuous glucose monitoring board and the main printed circuit board. Investigation confirmed the complaint.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue; battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.